Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 530 mg/dl. The customer expressed receiving bad headaches and having extreme thirst as symptoms of her high blood glucose. The customer stated that she had changed out the infusion set but was still experienced high blood glucose. The customer stated that she treated herself with a bolus delivery from the insulin pump. The customer declined troubleshooting because she was at work. The customer stated that she would call back later in order to troubleshoot. Nothing further reported.